Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audio output and an adverse event was reported. The patient stated that they passed out which resulted in emergency medical services (ems) to be called. The patient indicated that the dexcom receiver did not alert for a low. The patient was treated by ems and checked his vital; however, he refused to go to the hospital. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.